Event description:
A malfunction was reported, with the customer experiencing a malfunction alarm labeled as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the reset process. The malfunction did not recur after the reset, and the customer was advised to call back if any issues reappeared. The customer understood and acknowledged the instructions and was informed they could continue using the pump.